Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during the set up for peritoneal dialysis therapy. The technical service representative (tsr) attempted to troubleshoot with the patient, but no cause could be found for the alarm. The tsr instructed to turn the device off and then back on, which cleared the alarm. The tsr also had the patient review the alarm log where they did note this alarm. The patient was instructed to start over with new supplies and was assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.